Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional, or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic inguinal hernia repair, the subject device was used. The user noticed that the connection pin of the grasping section was dislodged and did not know where it was. It was not confirmed that the fragment was retrieved. However, it was reported that it might have been retrieved by suction. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the tissue pad was severely worn.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4, d8. Correction to g3 of the initial medwatch. The aware date should be 19-aug-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Manufacturer narrative:
This is a supplemental report to provide additional information. One of the pins fastened to the grasping section broke off and the another pins came off. Based on the past similar cases, omsc assumes that the pins broke since the grasping section was subjected to a excessive load in the opening direction when the grasping section was fully open. The above device handling has warned in the instruction.